Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m90j60. The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during a gyn procedure, the instrument tissue pad has been detached from the clamp arm and fall off. A piece fell into the patient, it has been retrieved. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported .